Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2005: [missing records: records including the operative report for incisional hernia repair with 20 x 30 cm dual mesh plus were not provided.] On (B)(6) 2005: (B)(6) hospital. Intraoperative record. Ob physician documentation. Postoperative diagnosis: recurrent incisional hernia. Scheduled procedure: tubal ligation, c-section, incisional hernia repair. Actual procedure performed: incisional hernia repair with 20 x 30 cm dual mesh plus. Complications: none. Surgeon/sponsor/attending: (B)(6), assistant: (B)(6), implant record. Description: patch sft tis 20 x 30 x 1. Lot number: 03405969. Manufacturer: gore-tex. Catalog number: 1dlmcp07. Implant site: abdomen. Quantity: 1. Specimen collected: yes. Quantity: 2. Disposition: surgical path. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/03405969) was implanted during the procedure. On (B)(6) 2005: [missing records: a pathology report detailing analysis of the 2 specimens collected during on (B)(6) 2005 procedure were not provided.] On (B)(6) 2010: (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: same. Procedure performed: mesh repair, recurrent incisional hernia. Anesthesia: general. Indications for procedure: the patient is admitted with recurrent incisional hernias, 1 at cephalad end of a previous repair and 1 at the caudal end. The patient understands the rational [sic] for the procedure. She understands the major risks include bleeding; infection, including mesh infection; and the possibility of recurrence. Description of procedure: ¿after general endotracheal anesthesia, the patient¿s abdomen was prepped with chloraprep and draped in the normal fashion. Prophylactic antibiotics were given in the form of cephalosporin just prior to the procedure. Venous thromboembolism prophylaxis was utilized in the form of scds. The patient¿s old lower midline incision was opened up, carried down to the level of the previous mesh repair. We opened up the entire incision because it was not clear if we were able to repair each hernia locally or the repair would require excision of the previous mesh. We were able to then carefully enter the hernia sac in the caudal position. Hernia sac was excised. The fascial margins were then delineated. The hernia was approximately 4 cm in greatest dimension. We next identified the hernia sac on the cephalad end of the incision. We carefully opened this sac, excised the sac, and then delineated the fascial margins as well. This hernia was slightly larger, measuring approximately 5 to 6 cm in greatest dimension. The rest of the mesh was intact on palpation and no other hernias were encountered. We therefore elected to repair each hernia separately with a piece of covidien parietex mesh; this was cut to fit each defect with a 7 cm overlap in all directions. This was then sewn in place with interrupted mattress sutures of 0 prolene. The mesh was then hydrated in the usual fashion. At the end of the repair, 0.25% marcaine with epinephrine was injected for postoperative pain control. We were able to close the fascial edges over the mesh as well. We then closed the subcutaneous tissues with running 0 vicryl sutures. Deep dermal sutures of 3-0 pds were placed, and the skin closed with a skin stapler. The patient tolerated the procedure well. Sponge and needle counts were correct. Blood loss was minimal.¿ on (B)(6): [missing records: records including operative reports for ¿multiple repairs of incisional hernias¿ were not provided.] On (B)(6) 2011: (B)(6), md. Operative report. Preoperative diagnosis: infected mesh. Postoperative diagnosis: infected mesh. Operative procedures performed: removal of infected mesh. Extensive lysis of adhesions. Anesthesia: general. Indication for procedure: the patient is status post multiple repairs of incisional hernias, the last one approximately 1 year ago. She presented to the emergency room with draining wound. There was concern for infected mesh. She understands the rationale for surgery. Plastic surgery consultation has been obtained per dr. (B)(6) for reconstruction of the abdominal wall as well. The patient understands the major risks include bleeding and infection. Description of procedure: ¿after general endotracheal anesthesia, the patient¿s abdomen was prepped with chloraprep and draped in normal fashion. The patient was on therapeutic antibiotics. Therefore, prophylactic antibiotics were not given. Venous thromboembolism prophylaxis was utilized in the form of scds. The patient¿s lower midline incision was opened up in its entirety with an ellipse around the infected sinus tract. We were able to enter the peritoneum at the lower end of the lower aspect of the incision through a small incisional hernia. We then carefully dissected proximally until the entire incision was opened up. The adhesions from the bowel to the anterior abdominal wall were taken down with sharp dissection. The mesh was removed in its entirety. There was no evidence of fistula or perforation in the bowel. No other abnormalities were noted. Hemostasis was obtained with electrocautery. Dr. (B)(6) then entered the field for reconstruction of the abdominal wall. Estimated blood loss was 50 ml. Fluids was 1 l.¿ findings: infected mesh, no fistula. Specimens: hernia sac. Mesh. Condition: stable. On (B)(6): [missing records: records for cat scan where ¿infected fluid collection enveloped her mesh¿ and ¿mesh had not incorporated¿ were note provided.] On (B)(6) 2011: (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia with infected mesh. Postoperative diagnosis: recurrent ventral hernia with infected mesh. Procedures performed: lysis of adhesions and abdominal mesh removal by dr. (B)(6). Please see his operative report for this separate dictation. Component separation with rectus abdominis/internal oblique muscle flaps bilaterally. Placement of acellular alloderm mesh for hernia repair. Surgical resident: dr. (B)(6). Anesthesia: general. Estimated blood loss: 150 ml. Specimens: mesh for culture. Condition: at the end of the case was stable. Indications for procedure: the patient is a 46-year-old female who has had difficulty with hernias, particularly after her cesarean section. She has four children, the youngest of which is 5. During her last cesarean section, she had hernia repair done at that time, I believe with mesh. She also underwent a hernia repair with mesh by dr. (B)(6) last year. She has been doing relatively well until over the weekend she noticed a boil on her abdomen, which she lanced it down with copious amount of fluid drainage. She was seen by dr. (B)(6) and underwent a cat scan. We could clearly see that this infected fluid collection enveloped her mesh in addition to that the mesh had not incorporated and she had hernia at the superiormost and the inferiormost aspect of her hernia repair. Findings at the case: multiple small ¿swiss cheese¿ hernias in the upper midline area of viable muscle. Description of procedure: ¿the patient was received from dr. (B)(6) intraoperatively where he turned over the case. I took down some additional adhesions on the superior aspect of her wound and then opened her midline incision further. We then dissected the subcutaneous tissues laterally from her hernia sac and anterior rectus sheath over laterally until the insertion of the external oblique could be seen. This was done inferolaterally and superiorly giving us a wide undermining. Once this was done, we could easily see additional pieces of the mesh and hernia sac were removed and discarded. The wound was then copiously irrigated and the external oblique muscles were identified bilaterally. These were then divided from the insertion of the rectus sheath along the length of the incision bilaterally. The external oblique muscle was then elevated from the internal oblique so that the internal oblique and rectus abdominis muscles could be moved en masse towards the midline. This was done to give us a good closure so that we could get the rectus muscles back together again in the midline. An ultra-thick piece of alloderm was selected and this was modified to give us a long thin piece of mesh. We then sutured it into place with #1-0 prolene in such a fashion with the stitches far laterally to help us bring the muscles together in the midline without tension. This required approximately 40 sutures of the #1-0 prolene, putting it in a underlay fashion sutures down through the muscle fascia through the alloderm and then back up through the muscle fascia. All of the sutures were placed under direct vision and then tied carefully in series under direct vision taking care not to entrap any intestines into the area. The wound was then copiously irrigated and a small bleeder from the right lower anterior rectus sheath was seen and suture ligated. The muscles were then closed with interrupted figure-of-eight prolene sutures in the midline over the alloderm. An on-q pain pump catheter was placed and laid within the rectus abdominis closure. We then placed four #19 blake drains within the large cavity. The skin was closed in layers with 2-0 and 3-0 monocryl subcuticular stitch and dermabond. The drains were then placed on bulb suction and the on-q pump catheters were connected. The patient was extubated in the operating room and taken to the recovery room in stable condition.¿ on (B)(6) 2011: [nurse reviewer note: type of mesh explanted not specified. Per records, gore® dualmesh® plus and parietex mesh were both present at this time.] On (B)(6) 2011: (B)(6) hospital. Implant record. Alloderm regenerative tissue matrix 16 x 20. Quantity: 1. Implant site: abdomen. On (B)(6) 2011: (B)(6), md. Pathology report. Accession number: s11-18067. Operative procedure: repair abdominal wall. Specimen received: abdominal wall and mesh. Final pathologic diagnosis: abdominal mesh, removal: foreign body (synthetic mesh). Benign fibroadipose tissue present with fibrosis and chronic inflammation. Gross description: received in formalin, labeled ¿(B)(6)¿ and ¿abdominal wall and mesh¿ is an 18 x 14 x 7 cm aggregate of multiple tan-pink, irregular, striated portions of synthetic material consistent with mesh. There is a minimal amount of attached lobulated soft tissue. Multiple sutures are present. Representative sections of the soft tissue are submitted in one cassette. Microscopic description: the final diagnosis of each specimen incorporates the microscopic examination findings. On (B)(6) 2011: (B)(6), md. Operative report. Preoperative diagnosis: abdominal wound with tunneling that is resistant to wound vac therapy. Postoperative diagnosis: abdominal wound with tunneling that is resistant to wound vac therapy. Procedure performed: incision and debridement of tunnel. Anesthesia: none. Location: performed in the clinic. Estimated blood loss: none. Patient condition: condition at the end of the case stable. Indication for procedure: ¿I have been following the patient for quite some time with a very complicated wound following a component separation for an infected ventral hernia repair. We have been doing wound vac therapy that has made significant progress overall on her wound, but she continues to have a tunnel up to 7.5 cm in depth on the right aspect of her wound at the 9 o¿clock position that has been resistant to wound vac therapy. We discussed at her previous visit that if this continues to be resistant to therapy that we would likely need to incise the skin overlying the tunnel to see if there is any material that needs to be debrided and have easier access to the wound.¿ findings: healthy skin and soft tissue with no nidus of infection found after opening the skin overlying the tunnel. Description of procedure: ¿the patient¿s skin was prepped with alcohol and 1% lidocaine with epinephrine was injected to the overlying skin. This was allowed to infiltrate into the surrounding tissue for approximately 10 minutes after the injection. The skin was then further cleansed with alcohol and the skin overlying the tunneling was then sharply incised. Skin bleeders were controlled with just manual pressure. The entire tunnel tract was then visualized, and a small amount of soft tissue was debrided, but the majority of the wound was pink and healthy. However, the tunnel was wider at its lateral aspect. The sinus cavity was then at its neck. This may have been part of the reason we have had difficulty getting this wound to close. Saline moistened gauze was placed within the wound and then she was sent down to the pt wound clinic for wound vac application. Hopefully, now she will be able to close this wound.¿ on (B)(6) 2014: (B)(6) clinic. Billing record. Emergency department visit. Abdominal pain. On (B)(6) 2014: (B)(6), md. Operative report. Residents: dr. (B)(6). Preoperative diagnosis: strangulated incisional hernia. Postoperative diagnosis: strangulated incisional hernia with ischemic small intestine. Procedures performed: small bowel resection, primary repair of incisional hernia. Indications for procedure: this is a 49-year-old woman who presented to the emergency department today with a strangulated ventral hernia, who has a complicated history of previous abdominal wall reconstruction in 2011. Description of procedure: ¿after informed was obtained, she was brought to the operating room. General endotracheal anesthesia was induced. Her abdomen was prepped and draped in the usual sterile fashion. Midline laparotomy incision was performed, taking care to avoid injuring the bowel during our entry to the abdomen. After this was done, we did have to extend the fascial defect slightly to be able to eviscerate all the bowel, both proximally and distally, to the area that was clearly dead. After his was done, bowel resection was performed in a standard fashion with a gia 75 stapler and then anastomosis with a 75 gia stapler. Crotch stitch was placed, and the mesenteric defect was also closed with running 3-0 pds suture. After this was done, the bowel was reduced into her abdomen, and her fascial defect was closed with figure-of-eight #1 prolene sutures. The hernia sac was removed as deemed safe, and small potential cavity space was closed in a quilted fashion, and skin was closed with skin staples. After done with our portion of the procedure, anesthesia proceeded to place a spinal anesthetic. The patient was then awakened, taken to the recovery room in good condition. Dr. (B)(6) was present and scrubbed for all critical portions of the procedure.¿ on (B)(6) 2014: (B)(6) clinic. Billing record. Emergency department visit. Abdominal pain. On (B)(6) 2014: (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Attending surgeon: dr. (B)(6). Resident surgeon: dr. (B)(6). Procedures performed: repair of incisional hernia. Muscle and myocutaneous fasciocutaneous flaps x2. Implantation of mesh. Omentectomy. Surgical findings: large abdominal wall hernia requiring elevation of posterior sheath due to inability to approximate the anterior sheath and anterior component separation bilaterally through the external oblique fascia. Complications: none. Estimated blood loss: less than 10 ml. Specimen and cultures: scar, omentum, and hernia sac. Indications for procedure: this is a 50-year-old female who had a prior hernia with bowel incarceration which was resected and hernia repair by dr. (B)(6) previously. She has had several hernia repairs in the past with no known mesh in place. She has had a recurrence of this hernia, not expected, given the patient¿s __ [sic] and the fact that a prior operation was performed under urgent conditions. She continues to complain of bulge and pain with lifting and straining at the hernia site and presented for elective repair. Risks, benefits, and alternatives were proposed to the patient, who understood these risks and wished to proceed with elective operative repair. Consent was signed and placed in the patient¿s chart. Description of procedure: ¿the patient was brought to the operating room and placed on the operating room table in the supine position. IV access was obtained and the patient was placed under general endotracheal tube anesthesia without complication. A foley catheter was inserted with return of clear urine, and scds were placed and turned on. The patient was given cefoxitin preoperatively within 30 minutes of the incision. She was prepped and draped in the usual sterile fashion. A preoperative time-out was called, identifying the patient, the procedure, the mrn, her birthday, and allergies. All who were present in the room were in agreement. I began the procedure using a #10 scalpel to make a midline incision superior to and circumferential around previous hernia and abdominal wall scarring. Using sharp dissection and electrocautery, this subcutaneous fat was elevated off of the anterior portion of the hernia sac. The hernia sac was identified and opened. Using sharp dissection, adhesions were pulled down beyond the borders of the abdominal fascia. The hernia sac was resected using electrocautery. I inspected the bowel for any enterotomies, and none were found. We then identified the edges of the rectus muscles bilaterally. Using electrocautery and blunt dissection, the rectus muscles were elevated off of the posterior sheath bilaterally to the edge of semi-circular line. This allowed adequate release of tension for reapproximation in the midline which was completed using #1 pds suture in a running fashion. We then turned our attention to the reapproximation of the rectus muscles and the anterior sheath. Though the patient did have some laxity, it was extremely difficult to reapproximate the anterior sheath in the midline, given the patient¿s history of multiple hernias in the past. I felt that this large amount of undue tension placed on the anterior sheath was going to be compatible with a successful operation in prevention of reherniation in the future. For this, we felt it necessary to dissect and elevate cutaneous flaps off the anterior fascia and dissected lateral to the external oblique fascia. Once this was identified, a myocutaneous flap on the right was created using sharp dissection running both superiorly to the costal margin, as well as inferior into the external oblique aponeurosis. This advancement of the right rectus muscle was not adequate to relieve all of the tension. We then repeated this on the left by creating a myocutaneous advancement flap by release the external oblique. This advancement done on both sides allowed the anterior rectus muscle to come together. This myocutaneous separation provided adequate tension release to reapproximate the rectus muscles and anterior rectus sheath. We reapproximated the anterior sheath using a #1 pds in an interrupted figure-of-8 fashion. We reinforced this anterior sheath with a single piece of bard soft mesh placed over the hernia defect and secured laterally using a 2-0 vicryl suture. This was done by making a 4-corner incision through the skin radially from each corner and passing a carter-thomason suture passer securing the mesh into place. Additional sutures were placed in the lateral border of the mesh, thus securing the mesh over the anterior fascia. We then irrigated the abdomen with sterile saline. Then reapproximated the subcutaneous tissues using a 3-0 vicryl. We placed a deep dermal layer using 3-0 vicryl, and the skin was reapproximated using a stapler. A black sponge strip vac was placed over the staple line. All sponge, needle, and instrument counts were correct at the end of the case.¿ staff physician review: dr. (B)(6) was scrubbed and present for the entire procedure. Condition and disposition: ¿the patient was extubated successfully in the operating room, and was transferred to the postanesthesia care unit for routine postoperative monitoring in good condition.¿ on (B)(6) 2014: (B)(6) hospital. Implant record. Mesh soft 12 x 12 in. Manufacturer: bard. Implant site: abdominal wall reconstruction. Quantity: 1. On (B)(6) 2014: (B)(6), md. Operative report. Indications for procedure: infected wound, status post abdominal wall reconstruction. Procedure: reopening of this wound. Anesthesia: general. Indications for procedure: the patient is a 50-year-old female, who presented to my office about a week and a half after having an open abdominal wall reconstruction with soft mesh. She presented with pus draining out of her jp drain. On CT scan, this was found to be a superficial infection above the rectus muscle, so we took her to the operating room with the assumption that the mesh was infected for removal of the mesh and washout. She understood this and signed a consent for, and was taken to the operating room. Description of procedure: ¿informed consent was obtained. The patient was taken to the operating room. The patient¿s abdomen was prepped and draped in the normal standard fashion. We reopened her previous incision. I dissected through the subcutaneous area until we got on top of the rectus muscle. At this point, we encountered a large pocket of pus, which we irrigated out, opened up the drain tract to better find the area in question. Once we did this, we irrigated it with the simpulse. At this point, we noted that the infection was all superficial to the rectus muscle. The rectus muscle was quite intact. We could not get down to the mesh, which was already quite incorporated, so we elected not to take the mesh out. After using the simpulse, we placed a wound vac on the patient and sent her back to the recovery room after being extubated. At this point, we concluded the procedure. The patient was extubated and sent to the recovery room in stable condition.¿ on (B)(6) 2018: (B)(6) clinic. Billing record. Emergency department visit. Right lower quadrant pain. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilizations records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03405969. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2005 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection requiring removal surgery. Additional event specific information was not provided.